Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient's daughter mentioned they thought the wires had moved as the patient was not feeling stimulation. It was further reported by the patient's daughter that the wires had become disconnected. Contributing factors, actions/interventions, and resolution to the reported event were unknown. No further complications were reported or anticipated.